Manufacturer narrative:
Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for tcf 385397 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Malfunction was reported. The ams700 cylinder was visually inspected and functionally tested. There was a leak in the cylinder body due to fatigue at a fold, this cylinder also had broken fabric threads. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for 385397003 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) left cylinder due to a crack in the connector. The right cylinder was tried and not used. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received that the patient outcome was reported to be well. Since only the left cylinder was replaced the right cylinder was not used. System components pump model- 72401110. Lot sn- (B)(6). Mfg date-null. Exp date-05/12/2010. Reservoir model- 72400152. Lot sn- (B)(6). Mfg date-null. Exp date-03/16/2010.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) left cylinder due to a crack in the connector. The right cylinder was tried and not used. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
System components: pump: model- 72401110, lot sn- (B)(4), mfg date-null, exp date-05/12/2010. Reservoir: model- 72400152, lot sn- (B)(4), mfg date-null, exp date-03/16/2010.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) left cylinder due to a crack in the connector. The right cylinder was tried and not used. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.